Manufacturer narrative:
The 510(k) - report is for eight (8) unknown screws. Exact implant unknown; approximately four (4) months prior to removal surgery. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent the removal of hardware that was implanted for about four (4) months. The devices were removed on (B)(6) 2015 due to infection. All hardware was intact and the fracture had healed as expected. There was no surgical delay and the removal process was completed successfully. This report is for eight (8) unknown screws. This is report 2 of 2 for com-(B)(4).